Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-26, additional information was received from the healthcare professional (hcp). The hcp stated that the cause of the flipped pump was unknown at this point. They speculated that it was possibly due to the patient's body habitus or because it was placed in a lateral position when initially placed. They planned to bring the patient into the operating room on (B)(6) 2019 for a revision. It was noted the patient was due to alarm for low reservoir on (B)(6) 2019, so they planned to refill the pump at this time. The hcp stated they planned to flip the pump back and re-suture. They also planned to evaluate the catheter while in the operating room. The hcp stated that the patient had slightly increased spasticity, but was not exhibiting any acute signs of withdrawal so they did not suspected any malfunction of the catheter at this time. On (B)(6) 2019, additional information was received from the hcp. The patient was brought into the operating room on (B)(6) 2019, and it was determined the pump had not flipped and remained anchored in place. It was noted that the patient was morbidly obese and there was apparent confusion on the view from x-ray despite the attempt to confirm with radiology. The pump was not flipped. The pump was successfully refilled in the operating room with baclofen. The pump remained implanted and not removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-25, information was received from a manufacturer representative (rep) and a healthcare professional (hcp) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. Information received reported the rep and hcp were having refill issues and they were not able to access the pump reservoir. A flipped pump was suspected due to the refill difficulties. An x-ray of the pump was performed and the rep believed it was an ap view of the pump. Two pictures of a lateral view and one of an ap view were provided. An additional image was provided as they attempted to determine if the pump was flipped. The images were reviewed with the rep and the ap image "would appear to confirm that pump is indeed flipped". There were no patient symptoms reported. No further information provided.